Manufacturer narrative:
This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker was implanted in the patient and shortly after the procedure, a lack of pacing was noted in the ventricle. Additional surgical intervention was performed and the pacemaker was explanted and replaced. All measurements with the new device were in acceptable range. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker was implanted in the patient and shortly after the procedure, a lack of pacing was noted in the ventricle. Additional surgical intervention was performed and the pacemaker was explanted and replaced. All measurements with the new device were in acceptable range. No additional adverse patient effects were reported.